Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed no signs of damage. A dimensional inspection was performed with a comparator (eq-0022 cal. Due 3/20/2025) and found the dimension "a", per drawing 14-523101-00-() rev. Ae is 0.280", which indicated that this is a 2.4mm screw (drawing 14-523096-00-()). It seems the packaged device was marked with the incorrect lot number. Root cause: the root cause was found to be that a single screw remained in the catch bin then was mixed into the next lot of screws that was next run in the machine. It was subsequently etched and labeled with the incorrect screw information. DHR review: the DHR was reviewed. It was initially recorded there were no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. It was found that this part had packaging with an incorrect part number and the part was labeled with the incorrect lot number. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a packaged 2.4 mm gallery screw was labeled as a 2.8 mm gallery screw. This was found during inspection after it was returned from the field so there was no patient involvement.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a packaged 2.4mm gallery screw was labeled as a 2.8mm gallery screw. This was found during inspection after it was returned from the field so there was no patient involvement.